Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of possible lots. No pattern related to irradiation dose lots or device lots were noted. Confirmed labeling included cautions regarding pin site care.

Event description:
The didit widget external fixation system was reported used in article "management of flexor injuries with proximal interphalangeal joint contracture." It is written that "3 of 4 patients developed a superficial pin site infection". Infection of unknown patient was 5 weeks post operative. Infection was "successfully treated" with "a 7 day course of oral cephalexin". "Patient had a recurrent infection at 2 months after surgery, which was treated with a 5 day course of cephalexin as well as pin removal."

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of possible lots. No pattern related to irradiation dose lots or device lots were noted. Confirmed labeling included cautions regarding pin site care.

Event description:
The didit widget external fixation system was reported used in article "management of flexor injuries with proximal interphalangeal joint contracture." It is written that "3 of 4 patients developed a superficial pin site infection". Infection of unknown patient was 5 weeks post operative. Infection was "successfully treated" with "a 7 day course of oral cephalexin". "Patient had a recurrent infection at 2 months after surgery, which was treated with a 5 day course of cephalexin as well as pin removal."